Manufacturer narrative:
Investigation summary: bd had received samples from the customer facility for investigation. The samples were tested and upon completion, all samples separated as expected with complete impervious gel barriers. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for poor gel barrier separation with the incident lot was not observed. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications.

Event description:
It was reported that during use of 5 bd vacutainer® plastic sst¿ ii advance tubes with bd hemogard¿ closures there is poor barrier separation the serum turns into a gel like substance that cannot be pipetted. There has been five instances.

Manufacturer narrative:
PMA / 510(k)#: corrected to: bk050036.

Event description:
It was reported that during use of 5 bd vacutainer® plastic sst¿ ii advance tubes with bd hemogard¿ closures there is poor barrier separation the serum turns into a gel like substance that cannot be pipetted. There has been five instances.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of 5 bd vacutainer® plastic sst¿ ii advance tubes with bd hemogard¿ closures there is poor barrier separation the serum turns into a gel like substance that cannot be pipetted. There has been five instances.